Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and no delivery alarm on insulin pump. The customer¿s blood glucose at the time of incident was 466 mg/dl. The customer declined troubleshooting for high blood glucose. The customer states the cannula was not bent. Customer reports insulin exited. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. (B)(4).